Event description:
It was reported that the balloon of the catheter was difficult to inflate during a pretest.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found that the catheter could be inflated without difficulty. The catheter was dissected and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was difficult to inflate during a pretest.